Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was not known. There was no reported impact to customer's blood glucose. Although multiple attempts were made by the distributor to obtain additional information, customer did not reply.